Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported the physician implanted the implantable neurostimulator (ins) too close their ribs which gave them pain. It was further reported the ins kind of shifted and started to protrude to where ¿you could really see it.¿ as a result the physician revised the ins on (B)(6) 2016 and moved the ins deeper.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.